Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device plz310 batch number, and no non-conformances were identified. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the name of the initial procedure? Unk. What was used to complete the surgery? Suture replacement. Was the surgery completed successfully? Yes. Was the needle piece removed form the patient during the same procedure? Yes. Were x-ray taken to locate the needle? No.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. The needle pulled off from the thread. Another like suture was used to complete the procedure successfully. There were no patient consequences reported.